Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and its report said which there was damage due to humidity on base plates and connectors of the subject device, omsc surmised there was the possibility this phenomenon was attributed to corrosion inside due to liquid flowing in during use or storage by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that the front panel was lit up, but the front panel was not worked. Its malfunction occurred due to the moisture damage to the front panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(6) (oekg), that the buttons on the front panel of the subject device were not worked. The subject device had been returned from the user because the user could not operate the subject device by the keyboard. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.